Event description:
It was reported that a temperature alarm occurred. Blood glucose level was 120 mg/dl, which was within the normal range. Device was set to be returned, and a replacement pump was issued.